Manufacturer narrative:
Eval completed. One opened (B)(4) pack from lot v3579 was returned. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. The cutter and tubing was clean and dry with no evidence of dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and found that both aspiration lines are loose. The aspiration line was so loose at the collection cassette that it fell off when picked up. The other connection that is approx 10 inches from the back of the cutter was also very loose but did not fall apart at the touch. After tightening the connections a functional test was performed using a stellaris pc system. The cutter had good clean cuts and did not stop cutting and did not display intermittent cutting during testing. The cutter performed as intended. It should be noted that loose aspiration line connections could contribute to poor cutting performance by causing loss of vacuum. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2015-00005.

Event description:
The user facility reported during the vitrectomy procedure the cutter would start and stop cutting intermittently. Another pack was opened and the other cutters worked with no issues. There was no pt injury or complications.